Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing diagnostic procedure. The customer had to move the patient to alternate system to complete the procedure. It was reported to philips that the was an error code live x-ray not available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the customer was using the lab. The fse did notice grabber card issues on the flexvision. The fse decided to suggest replacing the grabber cards. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.